Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12961.

Manufacturer narrative:
The device was not returned evaluation. Imagery provided from the site was evaluated, and the following was observed: deployment of thv in aortic position causes balloon to interact with frame of thv previously implanted in mitral position. The reported event was confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, during the deployment of the valve in the aortic position, the balloon of the commander caused a folding of s3u in mitral position with no consequences for the patient in hemodynamic terms. Evaluation of the procedural imagery revealed that the deployment of thv in aortic position resulted in the inflation balloon interacting with the frame of the previously implanted thv in mitral position. Per the IFU, patients with pre-existing mitral valve devices should be carefully evaluated before implantation of the thv to ensure proper thv positioning and deployment. As such, available information suggests that patient (pre-existing mitral valve) and/or procedural factors (inadequate patient screening) may have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from may 2022 to april 2023 for the edwards commander delivery system (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: additional information to d4 and h4.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in italy, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach in a patient with a previous 26mm sapien 3 ultra valve implanted in mitral position. During the deployment of the valve in the aortic position, the balloon of the commander delivery system caused a folding of s3u in mitral position with no consequences for the patient in hemodynamic terms. It was decided to perform a post dilatation of the s3u in mitral position with a transeptal approach, using a new esheath and a new commander. As a result, the s3u in mitral position returned to the original form. The s3u implanted in the aortic position had a perfect result.